Manufacturer narrative:
Initial and final MDR 1879771 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set was fell off during use on 09-apr-2024 and on 12-apr-2024. The blood glucose level was 120 - 180 mg/dl at the time of event. The infusion set was in use for 1-3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.